Event description:
The customer reported the channel port of the oes cystonephrofiberscope was broken. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the channel port was loose. Also, evaluation found that water tightness was lost due to looseness of the forceps channel port, the focus could not be adjusted due to deformation of the diopter ring, a foggy image occurred due to damage to the objective lens, the image guide bundle had significant breakages, and the specified resolution could not be obtained due to breakage of the image guide bundle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused when inserting/retrieving the endo therapy accessories and/or cleaning brush, etc., interfering with the channel port, a definitive root cause of the broken channel port could not be identified. The suggested event can be detected by handling the device according to the following instruction for use (IFU). Detection methods are written in IFU: cyf-5/5r operation manual chapter 3 preparation and inspection. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.